Manufacturer narrative:
The root cause of the difficulty inserting/removing introducer could not be determined as insufficient clinical details were provided.

Event description:
The user facility reported a 82-year-old female was being placed on impella cp for mechanical circulatory support. It was reported while on attempting the impella insertion a distal aorta/common iliac calcium lesion caused the pump to be difficult to insert. The physician had to apply significant force before the pump was able to pass through the calcified lesion and advanced up to left ventricle. The impella cp device was successfully placed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.